Event description:
Patient reported that blood glucose was tested on a physician's device with a result of 190 mg/dl. Then minutes later, pt reportedly retested blood glucose, using the suspect device, and obtained a result of 13 mg/dl. Patient indicated that no action was taken based on the value obtained on the suspect device. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the suspect product. While on the line with technical support, pt performed quality control tests on current strip vial and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.